Event description:
It was reported that the patient experienced recurring incontinence. The artificial urinary sphincter (aus) device was replaced to complete the surgery. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.